Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had high thresholds and was reprogrammed to an extended bipolar configuration. No patient complications were reported as a result of this event.